Event description:
Pt with history of stage 1b bronchioalveolar lung cancer under needle biopsy and developed a pneumo-thorax. A chest tube was placed without resolution of the pneumothorax so a second chest tube was attempted. At the time of chest tube placement a guide wire was used and part of the guide wire (distal tip) broke off during removal. This partial tip of the guide wire was retained in the pt. There was no user error. Pt underwent a thoracotomy to obtain the broken guide wire and obtain a lung biopsy.